Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The device logs were reviewed and confirmed that after purge cassette insertion, purge fluid not detected error was present. Visual inspection of the purge assembly confirmed a broken/detached blue retainer. Minimal residue in the vicinity of the purge assembly. The failure cause was a broken/missing purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) purge disk holder was broken and the black pin was visibly out and lying under blue purge disc holder. The holder lifted away from the console. There was no reported patient involvement.